Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer had been in the rain an hour before the button error. Customer stated that when he received the alarm, it would not stop. Customer removed the battery and saw that the round button next to the time but it seems to be working fine now. Customer stated that the pump might have possible moisture. Customer was in bed when it happened, but it was storming last night and it was possible that the pump was exposed to the rain. Customer stated that he was not returning the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.